Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's medical history included paratubal cyst. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax) from 2015 to 2017 and paroxetine hydrochloride (paxil) from 2015 to 2017 for anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced genital haemorrhage ("irregular spotting/bleeding") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the genital haemorrhage, pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal bloating, genital bleeding. The essure device was then easily inserted and deployed with 3 coils showing 50 ml. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received: case become incident previously added injury nos was replaced with device breakage and new events: pelvic pain, abdominal bloating, irregular spotting/bleeding, device monitoring procedure not performed were added. Lot number, concomitant drug , reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of essure') in an adult female patient who had essure (batch no. B66015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." The patient's medical history included paratubal cyst. Concurrent conditions included ovarian cyst. Concomitant products included alprazolam (xanax) from 2015 to 2017 and paroxetine hydrochloride (paxil) from 2015 to 2017 for anxiety. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced genital haemorrhage ("irregular spotting/bleeding") and abdominal distension ("abdominal bloating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the genital haemorrhage, pelvic pain, and abdominal distension had resolved. The reporter considered abdominal distension, device breakage, genital haemorrhage, and pelvic pain to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal bloating, genital bleeding. The essure device was then easily inserted and deployed with 3 coils showing 50 ml. Batch no: b66015. Production date 2013-08-27. Expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.